Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that prior to use the device could not be interrogated with two different programmers. The device was returned still in the box. No patient complications have been reported as a result of this event.